Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during device upgrade, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was capped and replaced.